Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. The customer reported complaint for the autopulse platform displaying error message ua 45 was confirmed during archive review and initial functional testing. The root cause was due to the driveshaft not being in "home position". To remedy the fault, the service technician rotated the driveshaft back to the "home" position. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive data are easily clearable by user. For example ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. No physical damage was noted during visual inspection. Archive data review indicated multiple error message ua 45 around the reported event date. The platform failed the initial functional test due to error message user advisory (ua) 45 (not at "home" position after power-on/ restart) displayed upon powering on the unit. An additional repair and update was completed (unrelated to the reported complaint). The clutch plate was replaced to remedy the stiffness on the drive shift, after which the platform passed both the run-in and final functional tests.

Event description:
It was reported that the autopulse platform (sn: (B)(4) ) was displaying error message user advisory 45 (not at "home" position after power-on/ restart). The customer tried to clear the error message; however, were unsuccessful. The customer has no further information. No patient consequences were reported.